Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the lead, resulting in inhibited pacing. The asymptomatic patient was pacemaker dependent. The lead was capped and replaced. A new system was placed on the patients right side due to venous occlusion.